Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to lab comparison test was made with the reporter's meter reading 112 mg/dl and lab result 199 mg/dl. Tests were done within 25 minutes. Reporter did not have any symptoms. No further info was provided.